Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributer performed a checkout of the equipment and confirmed the reported complaint. The unit had a "positive sib vref out of range" alarm. The sensor interface board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a sensor interface board alarm during start up. There was no report of patient involvement.